Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Device transmission showed the patient's implantable cardiac monitor (icm) exhibited r-wave amplitude variation and under-sensing leading to false atrial fibrillation (af) detection. No changes were made. The patient was in stable condition.